Event description:
It was reported that the infusion set tape did not adhere sometimes which could have caused the bent cannula and the duration of use is few hours on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: gizycko. Patient country: poland. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.